Event description:
It was reported that the patients ipg kept flipping in the pocket, this caused the patient to experience pain at the ipg site. Surgical intervention took place where the patients ipg was repositioned within the pocket. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Product #1 pi main [pi-2023-0040874-01]. A patient experienced pain at the ipg site and ineffective stimulation was reported to abbott. The patient was reprogrammed to address ineffective stimulation, and no intervention for pain at the ipg site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.